Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was getting stuck at the six images screen. A hard shutdown had to be done in order to turn off the device. There was no reported patient involvement.